Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level was 300 mg/dl. The bg level was addressed with a manual injection. There was a delay in clearing the alarm; however, insulin delivery was able to be resumed. It was confirmed that the user had an alternate method of insulin delivery.